Event description:
Blade skips out of window lock every time the blade is activated.

Manufacturer narrative:
Method: seal ring missing from returned device. Product evaluation: inspection of the inner blade assembly indicated that the laser marking is applied in the appropriate location at the distal tip of the device. It was noted that the seal ring of the device was missing from the returned sample. However, this feature has no impact on the user¿s ability to window lock the blade. The inner blade rotated freely and the blade could be window locked manually. The device was connected to a truclear control unit and truclear handpiece, and window lock was successfully achieved. Based upon this analysis, the customer complaint could not be confirmed. No further investigation is warranted at this time. (B)(4).